Event description:
The pt experienced nausea and sweating; the physician did not feel that the pt went into withdrawal. The pump volume was checked; the expected volume was 2.6 ml, the actual volume was 18 ml. The physician planned to perform another dye study and a roller study. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).